Manufacturer narrative:
One device was returned for analysis of complaint of travel reverse error and gear skipping noise. No service history found in last 12 months. Alert check clutch and battery communication timeout alarm found in review of event history. Visual and functional tests were performed. Complaint was verified and duplicated by plunger travel test. Probable cause of travel coarse error was worn out clutches. Probable cause of gear skipping noise was lead screw and worm gear.

Event description:
It was reported that travel reverse error was noted during occlusion pressure test and a gear skipping noise was heard. The event occurred during preventive maintenance inspection. There was no patient involvement.